Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited noise and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.